Manufacturer narrative:
The disposable set was returned for investigation. Upon receipt, it was noted that the tubing appeared to have been cut at the location where the leak was reported. The operator's manual provides detailed instructions for installing the disposable sets (on pages 9 through 12). The retention samples and manufacturing records of the associated lot will be reviewed, and a follow-up report will be submitted accordingly. It was reported that there was no harm to the patient. This was an isolated incident. We will continue to monitor and trend reports of this nature.

Event description:
The belmont clinical specialist received the following complaint involving a straight inflow/bifurcated outflow patient line disposable kit: "during a hipec case today and after we connected the patient line to the reservoir, we noted a leak at the area of the connector of the y. There was no harm done to the patient, except delay in delivering chemo and extended or time."